Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was blank and receiving a constant beep tone. The patient's blood glucose at the time of incident is unknown. Prior to the blank display and constant tone, the insulin pump had alarmed off no power. During troubleshooting the customer noted that the low battery alert did not occur prior to the off no power alarm. The battery was not previously used. The insulin pump had not been dropped; however, there was a crack near the display screen. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. A new battery was inserted into the device but normal function did not return. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to corroded keypad traces. No button error alarm during testing noted. Analysis was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify off no power alarm and low battery alert due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads.